Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to alleged rapid battery depletion causing pump to shutdown. During troubleshooting, the pump battery was depleting normally based on settings and customer usage. Customer delivered a pump bolus via pump and administered a manual injection to address bg level. The customer continued to use the pump for insulin therapy.